Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) levels ranged between 153-247 mg/dl. A correction bolus was to be administered to address the bg level of 247 mg/dl. A system check was performed and the pump performed as intended. During a follow-up, it was reported an infusion set change was performed and the occlusion alarms continued to occur. A cartridge change was performed and the customer successfully delivered a correction bolus. Reportedly, the customer wears their pump against their skin, tandem technical support advised the customer to protect the cartridges from prolonged exposed to oils or lotions that may cause cartridge damage.